Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported connection issue was not confirmed .the cause was undetermined

Event description:
The customer contacted baxter's technical service center to report a connection issue found on titanium adapter during use. The doctor reported to the baxter sales representative (bsr) that the transfer set that had been in use since (B)(6) 2011 had detached from the titanium adapter . The standard prophylactic anti-biotic dose was given to the patient. There was no patient injury or medical intervention indicated at the time of the initial report.